Event description:
It was reported that: "patient presented to surgeon with painful hardware. Surgeon recommendations were a revision."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplement report. Catalog numbers and lot codes of other devices listed in this report: cat# 6020-0537, lot# 31082801, description: accolade tmzf hip stem #5. Cat# 625-0t-32f, lot# 29983701, description: trident alumina insert. It cannot be determined which, if any of these devices may have caused or contributed to the event.